Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up as there were signs of infection. Upon examination, the implantable cardioverter defibrillator (ICD) had infection. The physician explanted the whole system on (B)(6) 2022. The patient condition is unknown.

Manufacturer narrative:
The reported event was infection. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.